Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced ¿high¿ blood glucose (bg) levels. Cause was unknown, and a specific bg value was not provided. Reportedly, the customer used off-label insulin. Tandem technical support educated the customer on cartridge and insulin labeling. Additional information was not provided. Multiple follow up attempts were made, however, a response was not received.